Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on) was confirmed. Upon investigation however, the charger was not powering on due to internally shorted c11 on the bedside board being internally shorted. The root cause of the shorted c11 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power.